Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted due to usage which resulted in the battery and the pump subsequently shutting off. The customer's blood glucose (bg) level was 539 mg/dl. Reportedly, the customer administered a manual injection to address bg level and continued to use the pump for insulin therapy.